Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was slow, unable to unlock the pyxis to get meds as the screen was frozen. Also noticed drawer failures in that pyxis periodically. A technical support specialist configured the station and disabled those power managements settings to avoid any delay. The system functioned as intended after the technical support specialist repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, it had a performance issue station running slow. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.